Event description:
Reference number (B)(4) event occurred in mexico it was reported that the patient faced leakage event of with an infusion set. Patient reported that the hub was leaking between the plastic part with the needle and the plastic part that is glued to the tube. No further information was available.